Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) alarm during dwell 4 of 4 on the homechoice (hc). The home patient (hp) reported the supply bag had dropped and become disconnected. The hp was connected at the time of the alarm. The technical service representative explained the alarm and helped the hp clear the alarm and get the cassette out the hc. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. The lot number is unknown therefore a batch review will not be conducted. If additional information becomes available, a follow up MDR will be submitted.